Manufacturer narrative:
The reported complaint was confirmed. The needle was found to be broken at the notch. The failure can be attributed to an interaction with the needle and the hand instrument. When the needle impacts the distal end of the upper jaw, the needle will break. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file.

Event description:
It was reported that during a procedure using an elite pass suture needle shuttle, the device failed to pass the suture through the tissue and then the tip broke off the needle. It was removed from the joint using an arthroscopic grasper. There were no patient complications reported as a result of this event.